Event description:
During the procedure this device kinked, ca using the wire and dilator to protrude through the sidewall of the sheath reportedly, resulting in extravasation of the contrast. The device was removed and replaced. The pt is reported as fine and the device is being returned for co nalysis.